Manufacturer narrative:
The insulin pump was received with a loose drive support disk, a cracked case at a display window corner, cracked belt clip slot and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump had a loose drive support cap. The customer's blood glucose was 250 mg/dl. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.